Event description:
It was reported that the patient underwent vns explantation surgery due to an unknown reason. Follow up with the surgeon revealed that the patient wanted the device explanted as the patient felt that the vns was not beneficial and was typically associated with side effects. No additional relevant information has been received to date.